Event description:
Allegedly, doctor was performing a lap gastric bypass when he noticed the needle holder was not working; he removed device from patient and noted that carbide insert (gripping portion on inside of jaw) had come off. X-ray was performed and doctor examined post-operative film; film did not show radiographic evidence of missing piece. Doctor states he was using the device earlier in case and it was functioning so allegedly the piece came off later during procedure. Doctor has no plans to reschedule for retrieval because he thinks the piece (triangular in shape, approximately 5mm in length, 3mm width at base, 1mm at tip) presents less risk to patient than attempting retrieval. Procedure was completed and patient condition post-op was good.